Event description:
Rptr's implants were ruptured and bleeding through envelope. She has had one open capsulotomy each breast. She complains of chronic bladder/urinary infections, intestinal cystitis, blood pressure: high low, peripheral neuropathy. Demyelinating neuropathy. Other neuropathy. Anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, reduced blood flow to brain. Chest/rib cage: pain &/or burning sensation, inflammation. Elevated cholesterol or triglicerides, rapid deterioration of eyes, thyroid problems, chronic swelling, pain, discoloration (red or blue), heat or cold sensitivity of extremities. Frequent low grade fever. Chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Ovarian problems. Frequent migraines/severe headaches. Heart skips beats. Heart palpitations, pain, extreme pressure, hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings. Unusual chronic infections. Immune system diseases: connective tissue disease, atypical lupus. Joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness. Chronic swollen lymph nodes/lymphadenopathy under arms. Muscles: chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc. Dermatomyositis. Sleep: chronic insomnia, non-restorative sleep. Vasculitis. Chronic fatigue syndrome, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drop things, misjudge distance/run into objects. (*)